Manufacturer narrative:
It was reported by (B)(4), an onkos sales representative, that the 64-year-old female patient fell, and the force of the fall caused the acetabular reconstruction implant to loosen. A revision surgery to properly fixate the implant took place on (B)(6) 2023, during which the surgeon discovered that there was an infection. The implant and all related hardware were subsequently explanted, and steps were taken to eliminate the infection. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements that represent potential contributing factors to the pelvic implant/bone fit issue identified in this complaint. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the pelvic joint infection and trauma-related loosening was not related to the design, manufacture, and/or sterilization of the pelvic implant. The following mdrs are related to this adverse event: 3013450937-2024-00003, 3013450937-2024-00042 (added per investigation), 3013450937-2024-00043 (added per investigation), 3013450937-2024-00044 (added per investigation), 3013450937-2024-00045 (added per investigation), 3013450937-2024-00047 (added per investigation).

Event description:
It was reported by (B)(4), an onkos sales representative, that the 64-year-old female patient fell, and the force of the fall caused the acetabular reconstruction implant to loosen. A revision surgery to properly fixate the implant took place on (B)(6) 2023, during which the surgeon discovered that there was an infection. The implant and all related hardware were subsequently explanted, and steps were taken to eliminate the infection. The primary surgery to insert the acetabular reconstruction implant took place on (B)(6) 2023. The patient reportedly fell approximately one month after the primary surgery date.